Event description:
Allegedly, there's an alleged complaint for this patient however the information is very limited. There has not been indicated which products are involved, dates, which kind of deficiency or serious injury occurred. There has not been indicated/confirmed if a revision surgery has been performed.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.